Event description:
Patient was revised to address loosening of the femoral component at both interfaces. The manufacturer of the cement used in the primary surgery is unknown. Mild poly wear of the insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approximately eighteen years prior to revision surgery. Based on the performed investigation, the need for corrective action is not indicated. In addition, the reported product is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.